Manufacturer narrative:
Review of patient records.

Event description:
It was reported that patient presented with pain in 2006 after having taken a yoga class. Pain persisted and worsened. X-rays revealed implants were well fixed, put indicated advancement of degenerated arthritis. Patient was revised.